Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. During positioning of the 3.5 x 15 mm xience v stent, a large dissection was noted. The vessel occluded so the stent was removed from the patient anatomy and a longer xience v stent was successfully deployed. Another xience v was used to cover the dissection and patient was doing well on discharge. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. (B)(4). There was no reported device malfunction. The reported patient effects of dissection and occlusion are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however there is no indication of a product quality issue. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.